Event description:
It was reported by a customer in (B)(6) that during patient use, an 840 ventilator graphic user interface (gui) experienced an erratic display. The patient was removed from the unit, and transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The device has not been received by covidien. The evaluation and repair is expected, but has not been completed. (B)(4).